Event description:
It was reported that the atrial lead exhibited noise causing auto mode switch episodes; an insulation anomaly was suspected. The noise could be reproduced by touching the pocket. The device was reprogrammed. The patients condition was good before and after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).